Manufacturer narrative:
On 5/26/20, mentor became aware that the initial report mistakenly reported (no) for the section h5. All breast implants are single-use only. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast reconstruction revision with mentor memory gel, 250cc silicone breast implant on the left side and unknown mentor textured silicone on the right side which the right side ruptured and patient experiencing capsular contracture unknown baker grade on the left side after implantation. Patient experiencing burning pain. Patient stated she had an appointment with the physician but was cancelled due to covid19. Even though we have not received information regarding explantation or an expected explantation date, bilateral removal and replacement was indicated. This report is for the right side.